Event description:
On (B)(6) 2014 dct 2008bp was implanted to a pt with pyloric stenosis. No problem arose during the procedure. On (B)(6) 2015, physician realized food does not pass through very well and performed endoscopic inspection. It confirmed stent fracture and removal and implantation of non niti-s stent followed on the same day. Reportedly, fractured part was about 3cm from the flared end. No adverse event has been reported so far.

Manufacturer narrative:
The suspected device was not returned, so our investigation was proceeded with provided picture. First, it is confirmed from the device history record that the subject product had been manufactured with no significant issue and passed all the inspections. It was not possible to identify the exact cause due to lack of information about the pt and difficulty of simulate the operation reply. Fracture is a well-known problem not only our products, but products from other manufactures have. It can be affected by condition of patient's lesion, peristalsis, or usage of medicine. The suspected device is not registered in the us, however, it was decided by the firm that we proceed MDR reporting as an event of stent fracture even though there was no damage to the pt due to this incident. The firm will also monitor similar cases in case of occurrence in the future. Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. For "pt information", we, taewoong and our distributor could not get more detail pt information because the hosp did not open the pt information such as "weight."